Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the physician experienced a cuff miss. A second proglide was used with the same results. Hemostasis was achieved with manual compression. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #2, perclose proglide, part #12673-03, lot #62038-6h, is being filed under a separate medwatch MFR number.